Event description:
This is filed to report incomplete coaptation it was reported that on (B)(6) 2023, mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 4+, thin leaflets, prolapsed posterior leaflet, and indentation in posterior leaflet. It was noted imaging was challenging. A mitraclip xtw was selected for treatment, but difficulties grasping the leaflets occurred. The clip was implanted successfully implanted, reducing mr to a grade of 3. Shortly after the procedure, echocardiography was performed and revealed that the clip detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). It was noted mr has slightly decreased to a grade of 2-3. No additional information was provided.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information na.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the available information the cause of the reported inability to grasp the leaflets is due to poor patient anatomy. The cause of the reported poor image resolution is due to procedural conditions. The cause of the reported incomplete coaptation cannot be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.